Event description:
During a ptca procedure a break occured in the shaft mid-section of the maverick2 monorail ptca catheter. The break occured outside the pt, while moving the balloon catheter over the guidewire. No extra force was applied. Pt status is reported as 'good'.